Event description:
Caller reported potential false negative results on the henry schein urine pregnancy test. Three pts were tested after missing their menstrual periods with negative results. The doctor sent them to a lab for add'l testing after a physical examination lead him to believe they were pregnant. No lab results or pt info was provided.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine, control lot: hcg110328-01; 100miu/ml hcg urine, control lot: hcg110307-01; 224.5iu/ml hcg urine, control lot: hcg110421-01. Summary of results: the retention strips meet qc spec. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5) correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5) clearly positive results were observed at 3 minute read time when tested with 224.5iu/ml hcg urine control. (N=5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established. Investigation pending on returned product.